Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome. It was reported that the patient had surgery somewhere around c7 and t1. They wanted to do an MRI higher toward the head. It was reported that the patient had an unrelated MRI. It was reported that the scs device had not worked for the last couple of years. Four years ago the patient fell back and one of the channels on the scs device quit. The patient had never had anything checked with the device. The patient stated that it was a pain due to workmans compensation. The patient did not have a managing health care professional (hcp).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.